Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis confirmed the no-telemetry condition. When a reference crystal was connected, a power on reset occurred, and telemetry became functional. The cause of the no-telemetry condition was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) failed to interrogate during implant. The icm was explanted. No patient c complications have been reported as a result of this event.